Manufacturer narrative:
The device was returned for evaluation. Failure mode was reproduced on first boot, console booted into a system self-check error. Impellatronics board was inspected and both power leds were observed and lit. Both supply lines from the pbm were at expected voltages of ~5v and ~20v. A known good impellatronics board was swapped into console. Console booted without issue or alarms. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a system self check failure. The resolution for this issue is unknown. No report of patient involvement, harm, or injury.